Event description:
Customer complaints blood leak during treatment. No pt harm and no medical intervention was needed.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. As soon as we have a sample on hand, we will start the investigation. The root cause of this event cannot be determined at the moment.